Event description:
It was reported that needle 18ga 2in was occluded. The following information was provided by the initial reporter: occluded needle. Unable to aspirate drugs thru the needle. Potentially occluded.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 201029 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. None of the samples displayed signs of clogging. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 18ga 2in was occluded. The following information was provided by the initial reporter: occluded needle. Unable to aspirate drugs thru the needle. Potentially occluded.